Manufacturer narrative:
H.6 investigation summary: bd received one q-syte assembly within an open package from lot number 9144781. Through the visual inspection, damage in the form of a tear was observed on the slit of the septum top disk. A functional test was performed where the q-syte unit was connected to an iso standard fixture. Connection was secure and leakage was not observed. The female end of the q-syte was connected to a slip luer syringe and no disconnection occurred. Then the female end of the q-syte was connected to a luer lock syringe where no disconnection occurred. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated as it was not confirmed through the investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing three occurrences of loose q-syte connections during use. The following has been provided by the initial reporter: disconnected with IV set. When use q syte connect with IV set, disconnected with IV set. No leakage was observed in IV set and qsyte.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing three occurrences of loose q-syte connections during use. The following has been provided by the initial reporter: disconnected with IV set. When use q syte connect with IV set, disconnected with IV set. No leakage was observed in IV set and qsyte.